Event description:
A customer contacted beckman coulter, inc. (Bec) reporting a liquid waste leak in connection with their access 2 immunoassay analyzer. The waste bottle and air filter were full but the instrument did not alarm that they were full. No person was exposed to the spill or needed medical attention. No effect to patients or users was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the level sensor cable and verified system performance to published specifications. (B)(4).